Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation abrasion (breached), the defibrillation conductor was distorted, several conductors were distorted, the outer insulation was breached cut, had a cosmetic depression, and had a white substance, and blood/body fluid (not obstructed) was noted on the distal conductor; distal segment returned and analyzed. We did receive performance data collected from the device and have analyzed the data. (B)(4) patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 21:00:11. Daily pace lead impedance trend data shows an abrupt spike increase for ventricular pace bi impedance = 1938 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2011. Weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance= 589 to 1938 ohms between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported the the right ventricular lead had increased and high impedance measurements. There was also a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.